Event description:
Philips received a complaint from the customer biomedical engineer (bme) reporting the cooling fan on the v60 ventilator turns on/off while plugged into alternating current (ac) power. The device was not in clinical use. There was no report of harm. There was no patient impact. The bme requested assistance with problem diagnosis. A philips remote service engineer (rse) evaluated the issue with the bme and confirmed the fan at the back of the unit turns cycles on/off every few seconds. The bme reported the unit was plugged into ac power, but it was unknown if unit was being used on battery power. The rse advised the customer bme that trickle charge with fan pulsating during battery charging is normal and will stop when battery is sufficiently charged. The bme confirmed the flashing battery light emitting diode (led) on front bezel indicating the battery was actively charging. The rse assisted the bme in further troubleshooting steps and advised bme to leave unit plugged into ac power overnight to charge battery and retest. If problem persisted, to consider battery, power management (pm) printed circuit board assembly (pcba), or cooling fan malfunction. The customer bme acknowledged. The bme reported no diagnostic codes were found in the device event log, but the issue was determined to be due to a faulty battery. The bme reported the fan was cycling on/off even with the unit being plugged in overnight. The battery indicated 0% charge after overnight charging. The failed battery did not reflect being a philips battery; it was possibly a third-party battery. The bme replaced the battery with one from philips and ventilator fan is no longer cycled on/off. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.